Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. Pmv performed functional testing which included the reload was loaded into a pmv instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy procedure, for the first firing, they checked the jaws opening/closing, then the surgeon clamped the tissue and pushed the green firing mode button, however the status indicators did not flash green. The surgeon did not clearly remember if the status indicators were illuminated green or not. The physician replaced the cartridge and the firing was completed. They used another 4 new cartridge for this procedure and the firings were successful. The status of the patient is no problem.